Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding/ gi bleeding/ av malformations are known potential clinical adverse events associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains bleeding as a potential event that may be associated with use of the product. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. With review of the available information there is no indication of any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported events cannot be conclusively determined; however, clinical factors that may have contributed are the patient's recent history of gi bleed and supratherapeutic inr, and anticoagulant therapy. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a lower gastrointestinal bleed. During the time of the reported event the patient's international normalized ratio (inr) was supratherapeutic. The last report received indicates that the patient has been discharged and the bleeding has resolved. The site does not believe this event to be related to the device.